Manufacturer narrative:
The device will not be returned. When additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "the surgeon was using plate 540530 (right 10 hole pangea distal anterolateral plate) when the incident occurred. The he drilled the hole using the variable angle drill guide. Once he placed the screw, it went below the screw hole (3.5 locking screw in a 3.5mm hole) and became stuck. He tried multiple times to remove the screw, but unfortunately was unable. He ended up having to use the midas rex to remove the screw."